Event description:
It was reported that during an indirect decompression implant procedure, the spindle cap broke after insertion when being deployed. The physician noted the presence of bone obstruction when the implant was deployed which caused resistance. The broken spacer parts were retrieved from the patient and a new spacer was successfully implanted. The spacer will not be returned as the device was disposed of by the medical facility. There were no patient complications.